Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7114662.

Event description:
It was reported that patient experienced a pocket site discomfort. All components were explanted and will not be returned per hospital policy.